Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had his pump removed as it was causing "a hole through the skin where pump was located." It was also stated that the pump was "leaking". Pt "hoped to get another pump that was smaller than what he had." A f/u report will be sent if add'l info becomes available.